Event description:
The stapler 45 instrument was returned with no reported complaint. Intuitive surgical, inc. (Isi) followed up with the customer to request information on why the instrument was returned, but no information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed device evaluation on the stapler 45 instrument. Failure analysis evaluated the stapler 45 and reviewed error logs which showed that this instrument had failed due to error code 22030. The instrument was placed on a test system. There were no initialization failures or errors/faults which occurred during in-house testing. Motion at the wrist was not intuitive, but still managed to clamp and fire properly. The stapler 45 was able to unclamp and removed off the arm successfully. The instrument was also found with a loose grip cable at the back end upon housing removal. Intuitive motion was not being experienced upon manual input of the disk knobs.